Event description:
The report received from the affiliate indicated that during an interventional procedure, the balloon of the cypher 3.5 x 18mm balloon would not inflate. The stent was being used after successfully implanting two (2) other cypher stents. The lesion was the proximal right coronary artery (rca). The physician was attempting to deploy the stent with one (1) mm of the stent prominent to the ostium. The physician removed the stent delivery system (sds) and visually inspected the product. The physician then used the sds again and encountered the same problem. The mounting of the stent was reported to look defective at this point. A different cypher stent of the same size was used to complete the procedure successfully. There was no reported patient injury. The physician's comment regarding the event was that it was hard to think, that it was due to the kinking of the shaft inside the guiding catheter or the lesion and thus, must be due to a problem with the cypher stent.

Manufacturer narrative:
A radial approach was used for the procedure. The target lesion for the procedure was the proximal to distal right coronary artery (rca). The lesion was reported to be: an in stent restenosis (isr) of three (3) previously implanted bare metal vision/stents, slightly calcified, and slightly tortuous. A tgv guidewire was used to access the lesion. The lesion was pre-dilated with a 2.5 x 15mm magna balloon from the mid point of the distal rca to the proximal segment. Two (2) cypher stents: a cypher 3.5 x 18mm and a 3.5 x 23mm stent were implanted successfully from the distal segment. The stents were post-dilated with an apollo hp 3.5 x 15mm balloon. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.